Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data which indicated an issue with the sample aspiration or dispense and not a reagent or delivery issue. This can be caused by fibrin, bubbles or insufficient aliquot. The cause of the discordant, falsely low progesterone result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated progesterone result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated progesterone result.